Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, internal impedance, impendence calibration, and defib energy testing with test ECG accessories without duplicating a fault consistent with the customer report. The device was recertified and returned to the customer. Review of the device log observed all thirteen shock 200j discharges were within specification based on the patient impedance. The device operated to specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.